Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#: (B)(4); model description: ipg kit (without pull-through tunneler).

Manufacturer narrative:
Additional information received indicated that the patient was explanted and reportedly doing fine. The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient was receiving stomach stimulation. X-ray indicated that the lead had wrapped around the side of the spinal cord. The ipg is tilted in the pocket causing charging difficulties. The physician has decided to explant the patient's scs system.

Event description:
A report was received that the patient was receiving stomach stimulation. X-ray indicated that the lead had wrapped around the side of the spinal cord. The ipg is tilted in the pocket causing charging difficulties. The physician has decided to explant the patient's scs system.